Event description:
It was reported that, while performing an incision drainage, the catheter was nicked and resulted in a tear. The reporter stated that an infection might be suspected in the pump pocket area, but she was not ¿totally certain¿. The device system was used to deliver lioresal. That same day, it was reported that there was a potential pump pocket infection. While doing an incision and draining the pocket, the physician accidently cut the catheter. It was stated that a pin and opaque sleeves were used to repair the catheter and the physician collected fluid from the pocket for a culture. The physician was going to put the patient on medication for a potential infection.

Manufacturer narrative:
Product ID: 8711, lot# n106815029, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n106815029, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient tested positive for a pseudomonas aeruginosa infection on two cultures taken from the abdominal wound site. On the day of the second culture, a "wound washout" was performed on the patient. She was also put on a series of intravenous antibiotics in the hospital and the pump and catheter were ultimately taken out. Eight days post-explant, a lumbar puncture was performed and came back clean, so the patient was sent home from the hospital on the following day. The patient had been in the hospital for nineteen days. It was indicated that the patient was good and they would likely reimplant her, though nothing had been scheduled.